Event description:
Eminent clinical study. It was reported that stent thrombosis of the study stent occurred. The patient underwent treatment with the study stent on (B)(6) 2019 as part of the eminent clinical trial. The target lesion, located in the right mid and distal sfa (proximal popliteal artery not involved), had 5mm reference vessel diameter proximally and distally. The lesion had a total length of 80 mm. The target lesion was 95% occluded and was crossed through the true lumen. One study stent was inserted, but could not be implanted, because the shaft of the device was too short (75cm). This device was removed fully intact and was not deployed. The physician used another stent with 130 cm in size, which was implanted successfully. Post-dilatation was performed using one balloon. Residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, stent thrombosis at the origin of the right study stent was observed. No treatment was performed and the event is ongoing. It was further reported that doppler ultrasound of right limb revealed moderate stenosis in the origin of superficial femoral artery (sfa) without thrombosis. Tight stenosis located at the beginning of the stent in mid sfa with downstream flows remaining modulated and correct amplitude was also noted. There was mild claudication. No action was taken to treat the event.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1951. Device is combination product.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1951. Device is combination product.

Event description:
(B)(6) clinical study it was reported that stent thrombosis of the study stent occurred. The patient underwent treatment with the study stent on (B)(6) 2019 as part of the eminent clinical trial. The target lesion, located in the right mid and distal sfa (proximal popliteal artery not involved), had 5mm reference vessel diameter proximally and distally. The lesion had a total length of 80 mm. The target lesion was 95% occluded and was crossed through the true lumen. One study stent was inserted, but could not be implanted, because the shaft of the device was too short (75cm). This device was removed fully intact and was not deployed. The physician used another stent with 130 cm in size, which was implanted successfully. Post-dilatation was performed using one balloon. Residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, stent thrombosis at the origin of the right study stent was observed. No treatment was performed and the event is ongoing.